Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). For cc-notifications (B)(4) we received 13 used and empty easypump ii lt 270-54-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. As-received condition the white clamp is closed at the 13 received samples. The patient connector was closed with the original wing cap at one received sample. The patient connector was not closed at 12 received samples (the original wing cap was not handed over by the customer). Further on, we detected no liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the samples. Additionally the pumps were filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After we open the white clamp the pump did work immediately (solution was running) at 11 samples. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is not working (solution was not running) at 2 received samples. After these 60 minutes leakages were not detected. 2 samples are not within our specifications. Flow rate test: nominal: 5 ml/h. Actual: sample 1: 8.7 ml in 1 h; 15.4 ml in 2 hrs; 134.2 ml in 26 hrs, sample 2: 9.6 ml in 1 h; 17.1 ml in 2 hrs; 154.4 ml in 26 hrs, sample 3: 9.8 ml in 1 h; 17.4 ml in 2 hrs; 147.0 ml in 26 hrs, sample 4: 8.7 ml in 1 h; 15.8 ml in 2 hrs; 142.4 ml in 26 hrs, sample 5: no flow, sample 6: 8.1 ml in 1 h; 15.8 ml in 2 hrs; 144.4 ml in 26 hrs, sample 7: no flow, sample 8: 8.4 ml in 1 h; 14.9 ml in 2 hrs; 143.1 ml in 26 hrs, sample 9: 7.5 ml in 1 h; 14.4 ml in 2 hrs; 134.8 ml in 26 hrs, sample 10: 6.7 ml in 1 h; 14.0 ml in 2 hrs; 134.8 ml in 26 hrs, sample 11: 8.5 ml in 1 h; 16.7 ml in 2 hrs; 143.1 ml in 26 hrs, sample 12: 7.8 ml in 1 h; 15.5 ml in 2 hrs; 133.8 ml in 26 hrs, sample 13: 9.9 ml in 1 h; 19.0 ml in 2 hrs; 153.5 ml in 26 hrs. Leakages were not detected at the received samples. Two inspected samples are not within our specifications (too fast flow). The cause for the too fast flow could not be find out. In summary 4 samples are not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): on (B)(6) 2015 / termination of the drug ahead of schedule.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, fast flow rate is a known error pattern and corrective and preventive actions are in progress / have been implemented.